Event description:
It was reported that an er320 was used during an unk procedure. It was reported by the affiliate that the clip scissored (did not cut the vessel). A new device was used to complete the case. There was no consequence to the pt.